Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the os and application, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen shutdown and table movement was unavailable due to a corrupted hard drive on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.